Event description:
Related manufacturer reference number: 2017865-2022-45354. It was reported that the patient initially presented in clinic for receiving inappropriate high voltage therapy for supraventricular tachycardia.. During examination of leads, it was noted that the right ventricular (rv) lead had perforated the heart. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition throughout.